Manufacturer narrative:
The record was reassessed and the coding changed from major bleed to minor bleed which was resolved with manual pressure and justifies as not reportable. Therefore there will be no additional reports sent.

Event description:
The user facility reported a 48 year old male on an impella cp due to acute myocardial infarction. During support, the patient had bleeding at groin sight. Pressure was held and the issue resolved. No blood products were given and heparin was not held. The pump was eventually explanted and patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.